Event description:
Information provided states that during an l3-l5, transforaminal lumbar interbody fusion (tlif) procedure the articulating inserter tore the dura matter. This incident resulted in an hour delay in the case to repair the dura. The patient is currently doing well.